Manufacturer narrative:
A1-a4: no patient involved. D4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that one motor of the centrimag made a strange sound with the pump inside. The sound stopped only when the position of the cable was being changed. This occurred during purging. The centrimag pump was changed to another motor.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with the centrimag pump were identified through this evaluation. The root cause of the reported event was determined to be due to the centrimag motor. Evaluation of the returned motor found the root cause of the sound to be motor cable wire fatigue, refer to the motor investigation regarding evaluation of the returned motor. The centrimag pump was not returned for evaluation. The lot number was not reported. The centrimag blood pump instructions for use (IFU) is currently available. No centrimag pump issues were identified, and no adverse events were reported; however, the centrimag blood pump IFU provides a list of adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. The section titled ¿emergency back-up equipment instructs that a centrimag back-up console must be plugged in with a motor and flow probe connected and kept near the patient ready for use. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.